Event description:
It was reported by svc report that the cot has a broken weld on the outer base tube. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Outer base tube weldment.